Event description:
During a lapchole procedure the j-hook broke off from the electrode and fell into the pt. The surgical staff did not realize it until the surgical site was closed. The pt had to be opened laparoscopically to retrieve the piece.